Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. There will be no DHR review as the lot number remains unk. There are no indications of manufacturing defects. For this part (95-6104) and the previous one year (from the notification date) regarding stripped screw, there is a complaint rate of 0.004% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded, however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Distributor on behalf of facility. The user facility is foreign,therefore, a facility medwatch report will not be available. Foreign source: (B)(6).

Event description:
It was reported the screw head slipped, and the screw would not turn. No adverse events have been reported as a result of the malfunction.